Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call indicating that a customer was hospitalized on (B)(6) 2016 with a blood glucose level of 587 mg/dl. The customer felt symptoms of dry mouth and upset stomach. The customer did not mention any form of treatment for their blood glucose levels. The customer was wearing the insulin pump during their hospital stay. The caller stated that the customer experienced a no delivery alarm the night prior and tried to resolve it themselves. The customer was assisted with troubleshooting but no anomalies' were discovered. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise. The customer did not return the product back for analysis.